Event description:
It was reported that the patient presented for a follow-up in clinic for lead revision procedure. It was noted that the left ventricular (lv) lead became dislodged, and this was discovered via a chest x-ray. The patient was asymptomatic. The lv lead was not replaced due to complications noted during the procedure, however, a left bundle pacing lead was used instead. The patient was stable post procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.